Manufacturer narrative:
Patient information was not provided for reporting. It is unknown if there was patient involvement. Date of event is unknown. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw hands of six (6) titanium self tapping matrix screws broke easily on an unknown date. It is unknown if there was patient involvement. This report is for one (1) 1.85mm ti matrix screw self-tapping/6mm. This is report 1 of 6 for (B)(4).

Event description:
Further it was reported that during an unknown procedure on (B)(6) 2018, the screw hands of four (4) titanium self tapping matrix screws broke while screwing the screw in. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 26-apr-2018 , part number: 04.511.206.01c, 1.85 mm ti matrix screw self-tapping/6mm , lot number: h625591 (non-sterile) , lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number:21015, tialnbr14.00 , lot number: h511969 , lot quantity: (B)(4). Work order traveler for rework to have bars cut in half met all inspection acceptance criteria. Certificate of compliance received from relius medical dated 03-jan-2018 was reviewed and determined to be conforming. Lot summary report dated 21-nov-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. A product investigation was conducted: visual investigation: ten broken off portions of various unidentifiable screw heads were received for investigation. The complaint therefore is confirmed. As per received event description these screw head portions belong to four parts of 04.511.206.01c / 1.85mm ti matrix screw self-tapping/6mm and all of them were reported to have the same lot number h625591. All threaded shafts were not received for investigation. Dimensional inspection: because of the existing use related damage on the available screw head fragments and the missing threaded screw shafts a dimensional inspection cannot be conducted. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused use related breakage/damage due to mechanical overload to the devices, therefore no drawing/specification review is required. Material review: the manufacturing documents were reviewed, and the used material confirmed to the specifications. The certificate of compliance received from relius medical dated 03-jan-2018 was reviewed and determined to be conforming. Lot summary report dated 21-nov-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Conclusion: the exact root cause of this event cannot be determined but we suppose that a mechanical overloading situation led to these breakages. The matrixorthognathic lock instructions for use IFU contains the following warning note: ¿these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed.¿ based on the condition of the received screw head portions and the available information a manufacturing conclusion cannot be presented. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.